Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience xpedition referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the posterior descending artery. Pre-dilatation was performed and the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross to the lesion due to the anatomy. During advancement, the proximal sds shaft kinked, then separated outside the patient anatomy. The sds was removed. The 3.5 x 28 mm xience xpedition sds was then advanced, but the proximal sds shaft kinked, then separated outside the patient anatomy due to the calcification. No additional stent was used, and the lesion was treated with additional dilatation catheters only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.